Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Inspection of the device pocket revealed that the pocket was swollen, had a dark discoloration, and was warm to touch. The patient denied having fevers or chills. There is erythema and tenderness at the site. Patient was started on antibiotics. The patient was hospitalized on (B)(6) 2018 and physician discussed possibly explanting the implantable cardioverter defibrillator, right ventricular lead, and atrial lead.

Event description:
New information noted that the patient had the implantable cardioverter defibrillator, right ventricular lead, and atrial lead. Patient was stable post procedure. On (B)(6) 2018, the patient had a new system implanted.